Event description:
The following has been reported: the pump beeps during treatment (especially at the beginning and towards the end) to warn of air bubbles. Staff removed the tubing from the pump, opened the clamp to move the bubbles forward and put the tubing back in the pump, but the warning message does not clear, as if there are still air bubbles, when there is nothing. Staff repeated several times for 5 minutes and it does not change. Staff turned the pump off and it works, other times it doesn't. There was no patient injury or adverse effect, just that the treatment takes a little longer. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision 2: following reception of replaced parts, after searching for the correct sensor. The reported device was not sent back to brézins for investigation as repairs were carried out locally. The air sensor was found to be defective and was sent back to brézins for further investigation. Once in brézins, first, an initial sensor was investigated, but it turned out not to be the one involved in this complaint. It had been incorrectly identified before being sent. The correct sensor was found in the batch received. On this one, cross-tests were performed and a drift of value of the air sensor was noticed most likely due to the sensor degradation that confirmed the reported event. This complaint is considered as valid, and the root cause is due to a defective air sensor. Please be informed that an internal CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.